Manufacturer narrative:
Product analysis:the device remains implanted, therefore no product analysis can be performed. Conclusion:without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve aortography demonstrated moderate to severe aortic regurgitation and an elevated left ventricle end diastolic pressure (lvedp). A balloon aortic valvuloplasty (bav) was performed providing no change to the regurgitation. A second valve was implanted and placed more cranially and anchored to the first valve. The regurgitation reduced with a corresponding decrease of diastolic pressures. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.